Manufacturer narrative:
A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the lap top ventilator "hi-peep and low-peep" were kept alarming on two separate calls, furthermore ventilator's turbine was also shut down and had to be re-started to be used. The suspect unit was on the patient but there was no harm to any patient or clinician in associated with the reported complaint.